Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, while loading the rocket onto the guide wire, threads appeared to have peeled away from the shaft. The product was not used on the pt & there was no injury reported.